Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump was unable to verify motor error due to failed battery test. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.